Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible, higher than expected troponin I results were obtained from two different patient samples using vitros troponin I es (tropi es) reagent on a vitros xt 7600 integrated system. Patient 1 result of 2.45 ng/ml versus the expected result of <0.012 ng/ml patient 2 result of 2.14 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi I es results were reported from the laboratory. However, a corrected report was later issued for the affected sample for patient two (2). Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 601159.

Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin I results were obtained from two different patient samples using vitros troponin I es (tropi es) reagent on a vitros xt 7600 integrated system. The most likely assignable cause of the event was an instrument related performance issue. The customer reported that ¿the microwell incubator is flooded¿. The ortho tsc dispatched an ortho field engineer (fe) to investigate the issue. The ortho fe carried out a number of actions on the instrument which included flushing the waste line from the well wash assembly, inspecting the connector that goes from the waste fluidic vein to the waste bottle. The ortho fe carried out further adjustments and replacements on the instrument. Following the actions that ortho fe performed, the instrument has returned to expected operation and the customer accepted the analyzer back into service. The customer made no suggestion of any issues with the qc fluids processed at the customer site and no issues regarding accuracy or precision of the vitros assay were indicated. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 4852 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. The customer did not perform any precision testing on the instrument at the time of the event; so, no assessment of the instrument performance at the time of the event was made. Therefore, it cannot be confirmed if the instrument was performing as intended and unexpected instrument performance cannot be completely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. The non-reproducible, higher than expected, vitros tropi I es result of 2.41 ng/ml for patient two (2) was reported from the laboratory and the patient was administered a heparin drip. Following further sample results that reported negative, the customer stopped the heparin drip. It is unknown if a corrected report was issued for the negative results obtained. Ortho has not been made aware of any allegation of patient harm as a result of this event. A medical consult was sent to an ortho medical safety officer (mso) for patient one (1) who, based on the initial result of 2.45, was administered with heparin. The mso has advised that since the effective half-life of heparin is 60 to 90 minutes, the circulation concentration of heparin should drop to ineffective levels in 8-12 hrs, therefore, if serious side effects, such as bleeding, was not observed within 24 hours of stopping the heparin treatment, a long-term serious health risk is not likely.